Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tip of the catheter was missing; however, there was no patient involvement.

Manufacturer narrative:
Received 1 opened rubber catheter. Per the visual inspection, the sample was inspected and it was found that the tip end was missing. This could occur during the automatic eye punching operation during manufacturing. The reported event was confirmed as a manufacturing related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the tip of the catheter was missing; however, there was no patient involvement.